Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The part was returned to the manufacturer for failure investigation. It was determined that the unit failed due to airflow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue and replaced the flow sensor assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test. There was no patient involvement.